Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient was experiencing leg pain shortly following the use of bhs. . The patient stated that the pain started 2 days ago is in the hip bone, femur and fibula and the knee. The pain level is 10 plus. The patient broke his leg above the knee. The patient is using sflx 2-4 coil. The coil felt hot and the device was also hot. Serial # (B)(4). The patient stated that maybe he is not placing the coil on the right spot. Told the patient not to wear the unit since the controller and coil are going to be replaced. Received confirmation to continue treatment with new unit. A new bhs controller and sflx 2-4 coil were shipped to the patient.

Event description:
It was reported by the sales rep that the patient was experiencing leg pain shortly following the use of bhs. The patient stated that the pain started 2 days ago is in the hip bone, femur and fibula and the knee. The pain level is 10 plus. The patient broke his leg above the knee. The patient is using sflx 2-4 coil. The coil felt hot and the device was also hot. The patient stated that maybe he is not placing the coil on the right spot. Told the patient not to wear the unit since the controller and coil are going to be replaced. Received confirmation to continue treatment with new unit. A new bhs controller and sflx 2-4 coil were shipped to the patient.

Manufacturer narrative:
Corrections: b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g6: report type. Additional information: d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 0 hours and was used for 6 days. Review of the DHR indicates that the unit was manufactured on february 2, 2021. No abnormal condition reported on DHR. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025 and tf0804.d05 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 1, 2024. The failure was not confirmed for the reported condition of "leg pain and coil feels hot to touch". Review of complaint history identified (12) total complaints from (jun 10, 2020) to (jun 10, 2021) for (B)(4) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.